Event description:
It was reported that the user dropped the ilet in a bathroom and the screen struck a counter, resulting in a cracked display and a nonresponsive device. Symptoms included no alerts or alarms reported and no clinical symptoms reported. Outcomes included device damage with loss of function, and the user received a replacement device. Investigation included a review of the event history and user report, along with standard device support assessment. Investigation of this case revealed physical damage to the screen consistent with accidental impact, leading to device nonresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.